Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transaortic tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position. Immediately post valve deployment, echocardiography (echo) and contrast imaging showed no abnormalities. Upon removing the 18fr certitude sheath, however, echo revealed signs of an ascending aortic dissection. There was also a small amount of pericardial effusion, and bleeding was controlled by adventitia compression hemostasis. The patient's chest was closed and she was transferred for follow-up imaging. A subsequent tomography confirmed that the dissection was located between the puncture site and the aortic root. A conservative treatment was selected and the patient required prolonged hospitalization. Per report, the patient was in a frail condition.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.